Event description:
It was reported the asymptomatic patient presented for a post operation device check. Upon interrogation, it was observed the right ventricular lead had poor sensing values and high capture threshold. It was thought to have dislodged due to patient anatomy. Upon attempt to reposition, the stylet was unable to be advanced down the lead and the helix had rotation issues. The lead was explanted and replaced. The patient was stable.